Manufacturer narrative:
(UDI) # (B)(4). The country of origin is (B)(6). The field service found that a rinse station tube was leaking and replaced it. After the tube replacement, qc and calibrations were performed with acceptable results. The investigation determined that the issue found by the field service engineer was the root cause of the event.

Event description:
The initial reporter complained of questionable albumin, creatinine, and crp results for 4 patient samples on a cobas 8000 c 702 module analyzer. Patient 1: the initial albumin result was 17.5 g/l and the rerun result was 35.2 g/l. Patient 2: the initial albumin result was 16.8 g/l and the rerun result was 37.9 g/l. Patient 3: the initial creatinine result was <20 umol/l and the rerun result was 90 umol/l. Patient 4: the initial crp result was 32.26 mg/l and the rerun result was 56.68 mg/l. The results were not reported outside the laboratory. The reagent lot numbers and expiration dates were asked for but not provided.